Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse tested the usm, and the error was displayed. The isi fse replaced the usm to resolve the errors. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, recoverable faults occurred against universal surgical manipulator 4 (usm). The site power cycled the system, and one fault occurred post-power cycle. Error 32097 was observed in the logs against the usm 4. The site swapped out the patient side cart (psc) to perform the case. There were no reports of patient injury. Intuitive followed up with the initial reporter and the following additional information was obtained: the arm faulted as the system was powered on.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed the failure analysis investigation on the universal surgical manipulator (usm) involved with this complaint. The usm was analyzed. Failure analysis confirmed the reported failure via errors in the logs but could not replicate the issue. The unit was tested on an in-house system in normal mode, with no triggered errors. All other tests passed.